Event description:
This case is for the january 1, 2021 event. Please see case (B)(4) for the february 23, 2019 event, case (B)(4) for the april 5, 2019 event, case (B)(4) for the june 14, 2019 event, case (B)(4) for the october 27, 2020 event, case (B)(4) for the october 31, 2020 event, case (B)(4) for the january 7, 2021 event, and case (B)(4) for the january 9, 2021 event. The customer was using mmt-1780kpk (670g, (B)(6)) and mmt-1780kl (670g, (B)(6)). On december 21, 2022, customer's attorney reported that customer believed that the pump was defective and caused her blood sugars to fluctuate frequently. Customer said clear retainer ring in 670g, sn (B)(6) was broken. She did not learn about the recall until sometime in 2020. On (B)(6) 2021, customer had a low blood glucose of 58mg/dl and altered mental status and was found by a family member who gave her orange juice and called 911 at about 2:47pm and she was treated by paramedics. Paramedics continued to give her orange juice and insta-glucose. Pump was used at the time of the incident. Per customer, pump was in manual mode. Sensor was not used.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family on june 01, 2021. The reporter alleges that using medtronic minimed 600 series insulin pump with a defect caused the claimant to suffer hypoglycemia and altered mental status resulting in emergency medical treatment. The customer experienced a blood glucose of 58 mg/dl at the time of the event and had been treated by taking orange juice and then was taken to the emergency medical service, where the customer was given 15g of insta-glucose. It was reported that the pump was overdelivering insulin. The customer also alleged that the retainer ring was defective. Troubleshooting was not performed. No further patient complications were reported. The insulin pump will not be returned for analysis.